Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿dark black dots) can be found in the needle of a bd micro-fine ultra¿ pen needle. The consumer reported that he has schedule an appointment with his endocrinologist. There was no report of exposure, injury or medical intervention at this time.

Manufacturer narrative:
Investigation summary: two open 32g x 4mm pen needle samples and three photos were returned from lot. No. 6348584, cat. No. 320141. Visual and microscopic examination was carried out on the returned samples and no issues were observed. Clog testing was also carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: visual and microscopic examination was carried out on the returned samples and no issues were observed. Clog testing was also carried out and no issues were observed. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified.